Manufacturer narrative:
Block h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when in position to perform sphincterotomy, cutting was not working. After troubleshooting, it was discovered that the cut wire of the tome broke at the proximal end. The procedure was completed with another jagtome rx 44. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.